Event description:
The pt received her scs system, including an ipg, on (B)(6) 2006. It was reported that the pt became desensitized to the feeling of stimulation and did not realize that the stimulation had turned off. The pt could not recall when the actual loss of stimulation occurred. It was reported that the pt had not charged in 4-5 months. She stated that her pain returned so she tried to recharge her ipg, but the ipg would not communicate with her charger or programmer. The physician explanted and replaced the ipg with a different model on (B)(6) 2011. Consequently, the pt regained stimulation. No further pt complications were reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however, the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.